Manufacturer narrative:
Product returned on july 7, 2015, but eval in process. (B)(4).

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of lo blood glucose result. Expected fasting blood glucose test result range is 70 to 120 mg/dl. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Currently taking medication to manage diabetes. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 82 mg/dl and 86 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 02/28/2018 and open vial date is (B)(6) 2015. Recall test results performed non-fasting from meter memory: (B)(6). Adverse event not reported.

Event description:
Consumer complaint of high blood glucose result. Expected fasting blood glucose test result range is 70 mg/dl to 120 mg/dl. Customer feels well and observed no symptoms. Medical intervention due to meter's result is not required at the time of the call on (B)(6) 2015. Currently taking medication to manage diabetes. Back to back blood test performed non-fasting during call on (B)(6) 2015 product results of 82 mg/dl and 86 mg/dl. Verified storage of product is within instructed spec. Test strip lot MFR's expirate date is 02/28/2018 and open vial date is (B)(6) 2015. Recall test results performed non-fasting from meter memory: 59mg/dl (B)(6) 2015 07:19am; 76mg/dl (B)(6) 2015 04:34pm; 65mg/dl (B)(6) 2015 04:03pm; 52mg/dl (B)(6) 2015 03:46pm; 92mg/dl (B)(6) 2015 02:14pm. Adverse event not reported.